Manufacturer narrative:
H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. The returned photograph was reviewed, and it was noted that the photograph only showed the top web (printed side) of the blister packaging related to lot number. The reported condition could not be confirmed or refuted using the returned photograph. The cause of the reported condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of one-link microbore catheter extension sets leaked from the connection. This occurred during patient IV (intravenous) insertion site despite proper connection. There was no report of patient injury or medical intervention associated with this event. No additional information is available.